Manufacturer narrative:
Conclusion code updated.

Manufacturer narrative:
Concomitant product(s): product ID: neu_stylet_acc, lot# unknown, product type: accessory. Product ID: 3389-40, lot# va1bhs2, product type: lead. Analysis of the lead found electrodes on the distal end of the lead had foreign material. When received, the lead was tested in 0.9% saline solution using an 8840 programmer prior to decontamination. Most electrode pair impedances were above 1000 ohms and less than 1500 ohms when using 0.70 volts amplitude. When tested with 1.50 volts amplitude, all the electrode pair impedances were under 1000 ohms (between 737 and 985 ohms). Due to some impedance measurements showing above 1000 ohms, the lead was not bleach decontaminated and was only eto decontaminated. After eto decontamination, the lead was again tested in 0.9% saline solution with an 8840 programmer using 0.70 volts amplitude. All the impedances were now at typical values for 0.9% saline solution between 333 and 367 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# va1bhs2, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that there was an issue with the lead that took place prior to implant. The hcp tested the lead before use and impedances were measured to be high. The hcp decided not to use the lead so a new lead was used to resolve the issue. The cause of the event was not determined. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the health care provider (hcp) tested leads before every deep brain stimulation (dbs) operation. In this event, one lead had high impedances so it was replaced.